Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids; nature of fluids was not known. Customer was discharged the same day with no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.